Event description:
The patient reportedly experienced sound perception problems followed by no sound perception, while wearing the external equipment. The patient was seen by a co rep for device eval. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device was schedule.